Manufacturer narrative:
The device was rec'd and evaluated by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report rec'd from the USA stating that the device had a fluid leak. It is known that the device was not being used during surgery. It is unknown if there were injuries or medical intervention reported. The date of the event is unknown. There was no add'l info provided.